Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. Implanted in (B)(6) 2017; exact date is unknown. Explanted on (B)(6) 2017; exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information.

Manufacturer narrative:
Patient information is unknown. Date of event: it is unknown when the event occurred. This report is for a screw - unknown lot. Additional product code hwc. Implanted/explanted date: unknown. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial screw broke during a hardware removal and revision due to non-union. The patient was implanted with a screw in (B)(6) 2017. It was subsequently discovered on an unknown date that the patient had a non-union. Following which, the patient was brought to the operating room on (B)(6) 2017 for the hardware removal. The screw broke when the surgeon was extracting the screw. There is no information provided regarding the status of the patient and the procedure. This complaint is associated with maude report (B)(4). This complaint involves one (1) device. This report is for an unknown screw. This is report 1 of 1 for (B)(4).